Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360 coronary orbital atherectomy system instructions for user manual states that a myocardial infarction, hypotension, vessel dissection, no reflow phenomenon and cardiac arrest are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
This was a high-risk procedure. The target treatment area was 75-99% stenosed, heavily calcified and mildly tortuous right coronary artery (rca). The diamondback 360 coronary orbital atherectomy device (oad) was spun several times on low speed. St elevation myocardial infarction (stemi) were observed during treatment, constituting a myocardial infarction and also a decrease in blood pressure. Treatment and resting time were observed and adjusted. When the oad was removed, a spiral dissection type d was observed in the mid/distal area. Angioplasty and several stents were placed to treat the dissection. During this time the patient's breathing was insufficient and required resuscitation. Angiography imaging showed the right ventricular branch no longer had any flow. Attempts were made to reopen the vessel but were unsuccessful. The patient's heartbeat dropped, and two blood transfusions were performed, and medication were administered. After several unsuccessful resuscitation attempts, the patient expired. The opinion of the physician the cause of the hypotension was due to a combination of cardiogenic shock and bleeding of unknown source/hypovolemia (patient was anemic already before starting the procedure, because of the myocardial infarction the decision was made to treat the coronary arteries). The hypotension was treated with fluids, medication and blood transfusions. The no flow in the main vessel was due to the oad inside the extremely marrow lumen as well as the dissection following the oad treatment could have contributed to the cardiogenic shock. The no flow of the right ventricular branch was mostly due to stenting of main branch and not due to the oad. The primary and secondary cause of patient death was a combination of cardiogenic and hemorrhagic shock. The physician does not believe the abbott device caused or contributed to the patient's death because the patient had severe coronary artery disease (cad) and an ablative strategy was needed to improve flow of the rca.